Event description:
The customer reported that the epiq ultrasound system control panel was swiveling and not locking while in transport within the customer site. There was no injury or clinical use associated with this event. The philips service engineer confirmed that an on-site visit was not possible as the customer did not accept the service quote. Further information was not able to be obtained.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.